Event description:
The patient reported that he keeps having to get his catheter replaced. No patient symptoms were reported. The hcp reported that the patient's catheter had fractured and was revised. It fractured again and was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine.